Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2018-00144 and this report for the associated device information. It was reported to boston scientific corporation on (B)(6) 2018 that two wallflex biliary rx uncovered stents were to be used to treat an approximately 6-7 cm malignant lesion in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was very tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the first stent (the subject of this report) and the second wallflex biliary rx stent (subject of this report). However, a couple of the loops on the end of the two stents were broken into pieces. The physician removed both stents using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.